Event description:
It was reported that the 9600 system had a collimator iris potentiometer error at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The lemo pin connector was repaired during the service call.